Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned, which was an olympus asset with no reported complaint. During the evaluation of the device, the distal end and light guide cover lens glue bonding loose, porous and worn were observed. There was no patient involvement.